Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2008. Patient experienced pain, suffering, permanent physical injuries, disfigurement, and elevated levels of chromium and cobalt in his blood. There is no mention of revision surgery. Update 10/18/2011 plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update rec'd 15 sep 2014 - dor, additional product (sleeve) details, patient's weight, height and age, hospital, sales rep details., hip side. Hospital: wesley long hospital. Hip side: left. Update rec¿d 11/26/2014 - medical records received. Patient revised to address metallosis and discomfort. Upon revision, metal staining and inflammation were noted. The stem and sleeve are being reported for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 12/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).